Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable pacemaker was explanted due to non-specific product performance issue. A new device was successfully implanted. No additional adverse patient effects were reported. Subsequently, additional information was received indicating that the device exhibited high capture threshold and high shock impedance.

Event description:
It was reported that this implantable pacemaker was explanted due to non-specific product performance issue. A new device was successfully implanted. No additional adverse patient effects were reported. Subsequently, additional information was received indicating that the device exhibited high capture threshold and high shock impedance.

Event description:
It was reported that this implantable pacemaker was explanted due to non-specific product performance issue. A new device was successfully implanted. No additional adverse patient effects were reported.